Manufacturer narrative:
According to the user facility medwatch ((B)(4)) the machine passed required testing prior to the start of the hemodialysis treatment. The machine pretreatment temperature was documented at 36.0 degrees c. The machine failed temperature function test on (B)(6) 2015 during post adverse event testing procedure conducted by the facility biomedical technician. Temperature set on machine was 36.0 degrees c. Hand held meter read 34.0 degrees c while the display read 33.9 degrees c. The facility has requested an on-site eval be performed by field service. The request is in process and will be performed by a fresenius regional equipment specialist (res). The plant investigation will follow. Medical records and add'l info re: this event has been requested from the user facility. As of this writing, it has not been received.

Event description:
(B)(4).

Manufacturer narrative:
Follow up for device was performed on (B)(6) 2015. According to the file contact, the machine was evaluated by a fresenius regional equipment specialist and "it passed". The machine is back in service without issue. The device was evaluated at the facility by the fresenius regional equipment specialist. Machine functions checks and ultrafiltration checks were performed. The issue of low temperature could not be duplicated. The ultrafiltration checks passed. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. Although medical records were requested, none were received.